Manufacturer narrative:
(B)(4). This complaint for air in the line during initial drain was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable due to an open clamp on an unused lines. The lot number is unknown, therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). The device was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
During troubleshooting of an alarm on a homechoice device during initial drain, the home patient (hp) reported the patient line was full of air. The technical service representative (tsr) helped the hp clear the alarm and advised hp to start over with new supplies. Product surveillance followed up with the hp on (B)(6) 2010 who stated that he figured out after the call with the tsr that he had an open clamp which resulted in the report of air. The hp stated he was able to start over with new supplies and has continued his peritoneal therapy with no reported issues. The hp discarded the supplies right after the therapy and did not have the lot number available. The writer reviewed proper set up procedures per the hp manual with the hp. There was no patient injury or medical intervention associated with this incident.